Manufacturer narrative:
Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for poor barrier separation was observed. Additionally, retention samples from bd inventory were evaluated by functional testing and the issue of poor barrier separation was not observed. 4 retained samples ( batch: 0314721) were, therefore, drawn with horse blood, mixed, and stood for 30 minutes. They were then centrifuged at 1300g for 10 minutes, using an mse mistral 1000 centrifuge. All samples separated as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode poor barrier separation based on photos only.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was poor separator movement. The following information was provided by the initial reporter. The customer stated: "gel additive remains at the base of the tube after centrifugation."